Event description:
After ablation was started, catheter had a temperature error that would not resolve while in the body/ catheter cable first replaced w/o resolving error. Catheter then removed from body and replaced with new catheter. Error resolved with catheter replacement.